Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735521, product ID: 9735825. A medtronic representative went to the site to perform a system checkout. The emitter and emitter interface were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter on this system was malfunctioning. The emitter was not chirping, after replacing the emitter with a known working one on site, the system functioned as intended. There was no patient involvement.